Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a transabdominal laparoscopic sacrocolpopexy/hysteropexy procedure on (B)(6) 2013 and the mesh was implanted. The patient experienced severe upper vaginal and pelvic pain, bladder irritability, lower back and leg pain and difficulty opening bowels. Later the patient required further major pelvic surgery for severe mesh contraction and recurrent anterior and posterior pelvic organ prolapse. No further information is available.